Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, thrombosis and myocardial infarction are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the 95% stenosed left anterior descending coronary artery. A 3x23mm xience prime stent was implanted on (B)(6) 2020, and standard pre and post dilatation was performed. Later that same day, the patient developed angina, thrombosis and a myocardial infarction, so an unspecified balloon was used as treatment. A clinically significant delay was reported. No additional information was provided.